Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported her blood glucose went over 600 mg/dl and an ambulance took her to the hospital. The customer had just had a previous insulin pump replaced and went from manual injection back to insulin pump therapy. Her symptoms included feeling faint and vomiting. Customer was treated with intravenous fluids and insulin. The customer was informed the insulin pump would be replaced.